Event description:
It was reported that a patient presented with high capture threshold and oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The patient experienced bradycardia. It was also noted that the right ventricular lead was fractured. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.